Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that there was ¿poor communication¿ on the patient programmer, the patient was unable to communicate using the implantable neurostimulator recharger (insr), and the patient was unable to connect using the patient programmer since (B)(6) 2016. It was also reported that stimulation was last felt one week ago. The last successful recharge session was two weeks ago, and the patient was unable to charge the ins since (B)(6) 2016. It was noted that the ins may be in overdischarge. Additional information received from the consumer reported that the healthcare professional gave the patient instructions, but the patient was still ¿having problems.¿ there were no reported patient symptoms. No outcome or troubleshooting/interventions were reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient¿s indications for use included spinal pain.